Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: desire to have larger implants manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 350cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. Since the patient desired to have larger breast implants, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2021. Upon explantation, the left-sided device was found to be ruptured. The device was discarded upon explanation and is not available for product evaluation.